Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: leak from waste container was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the waste mixed with decontamination/bleach? No.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: leak from waste container was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the waste mixed with decontamination/bleach? No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00257 was sent in error. The fse responded that the waste that leaked was mixed with bleach, therefore, this is not considered to be a reportable malfunction.